Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had an apparent lead fracture on the pace/sense portion of the rv lead; therefore the pace/sense portion of the lead was capped, and replaced with an existing rv pace/sense lead. The defibrillation coil remains in use. No patient complications have been reported as a result of this event.